Event description:
It was reported that an mi60l intraocular lens was removed intraoperatively due to torn haptic noted after insertion into the pt's left eye. A viscoject 1.8 was used as a delivery device. The incision was enlarged to remove the lens, and another lens was implanted into the capsular bag without difficulty. No sutures were used to close the wound and the pt's current prognosis was reported as good. The lens was requested but has not been received for analysis. Reference MDR #1119279-2012-00108 for the delivery device.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Therefore, product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.